Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to backup plan. The customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump was unable to prime during prime test faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.